Manufacturer narrative:
Investigation summary: a review of complaint history, drawing, instructions for use (IFU), manufacturing instructions and quality control were conducted during investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. The manufacturing documents were reviewed and the devices are visually inspected by quality control. No notable gaps in production or process controls were identified. The risk specification for the product includes potential failure modes related to shaft separation and hub separation. There is no evidence that the device was not manufactured to specification or that similar product is non-conforming in the field. Due to the lack of information provided, a review of the device history record could not be performed. Based on the provided information, it is unclear whether the failure being described is separation of the catheter tubing, separation of the hub, breakage of the proximal fitting/connectors, or catheter dislodges (pulls out) from stoma site. The complaint has been trended as device separation. A review of the risk assessments determined that a new risk assessment describing separation as a failure mode was necessary. Based on the available information and the device not being returned, and additional information was not being provided, a definitive root cause could not be determined at this time. A quality engineering risk assessment was performed to address this failure mode. No further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the duopa peg tubing of the device broke off from the stoma site. No further information was provided by the user facility upon request; accordingly, it is unknown what steps the facility or operator took following the malfunction of the complaint device. The circumstances surrounding the handling and usage of the device are also not known. The product is not available for return.